Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that an endotracheal tube failed to inflate the balloon. The intubation had all been straight forward and when the anesthetist and odp could not get a seal they had to extubate and then intubate with another tube. The anesthetist then examined the et tube that caused the problem and found that it was leaking at the at the bottom of the inflation port. The customer then submerged in water and could see that it was definitely leaking from that area. Additional information received via customer response email dated 06-jul-2022: no medical intervention was required other than changing out the tube. Patient was extubated and then re-intubated with another device.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
Additional information received via customer response email 06-jul-2022: no medical intervention. Patient was extubated and then re-intubated with another device.